Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value of 485mg/dl and then went up to 493mg/dl. Customer stated that they changed the insulin vial and blood glucose value came down to 128mg/dl. Customer treated high blood glucose with bolus from the insulin pump. The customer declined the troubleshooting for the high blood glucose. Insulin pump will not be returned for analysis.